Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic procedure, the camera head flickered whenever it was moved fast. There were no reports of patient harm.

Event description:
It was reported that during therapeutic procedure, the camera head flickered whenever it was moved fast. There were no reports of patient harm.

Manufacturer narrative:
(E1 first/last name, phone number, e3 occupation: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry & dark image. Based on the results of the investigation, it is likely that the customer's report of "camera was flickering when moving fast" due to a kink twisted cable. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation "blurry & dark image" was due to a bad charge couple device. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.